Manufacturer narrative:
Approximate age of device - 8 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that patient was admitted on (B)(6) 2018 and during postop course had been significant for driveline infection as well as vad thrombosis with exacerbation of driveline infection requiring a change in IV abx. The patient was evaluated for myocardial recovery at that time. The patient was admitted (B)(6) 2018 for heparin bridge prior to lvad removal and driveline ligation. On (B)(6) 2018, hm ii ((B)(4); doi: (B)(6) 2010) was explanted. Patient was doing well and noted by vad coordinator that patient was doing great moving out of the unit that day. There were no alarms for the event. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus and a correlation between the reported driveline infections and the evaluation of the pump cannot be conclusively determined. The pump was returned with the percutaneous lead cut approximately 3¿ from the pump housing and the severed portion of lead was not returned. The inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists infections and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. A review of the device history record revealed that the device met specifications prior to leaving manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.